Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a ripped downstream occlusion (dso) sensor. There was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event was confirmed. The visual testing found the downstream occlusion seal was torn. The damaged components were replaced.